Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, the device would not cut cleanly. Used another to device to complete the procedure. No bleeding. No tissue damage. No add'l tissue loss. Nothing fell into cavity. Operating room time not extended. There was no pt harm.